Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that surgeon put the trial stem in and did a trial reduction; when the trial was removed, it was discovered that the left trial has a posterior bow instead of an anterior. It appears to be mislabeled. When we put the red stem in and took an x-ray, the distal stem was not in the canal.